Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (previously 1000 mcg/ml at 300 mcg/day, currently 2000 mcg/ml at 133 mcg/day) via an implantable infusion pump. The indication for use was noted to be spine/back. It was reported that the patient thought she would be able to deliver a bolus at 9am, but was unable to as she saw code 8503 on her ptm. She reported later that after talking to her doctor she was told that the bolus was for 56 hours and she would be able to deliver a bolus at 9pm. She confirmed the issue was resolved, but she was "miserable" because she couldn't deliver a bolus. She also reported that there was an "error in programming" during her previous refill. The health care professional (hcp) "didn't put in the right information." She had been getting the incorrect dose for the past month. She wasn't sure if the dose/concentration wasn't changed and the ptm was updated or if the dose/concentration was changed, but the ptm wasn't updated. She noted that the hcp worked to resolve the issue durin g the most recent refill this week, however he could not immediately increase the drug because it "would be a 100% increase," but he did increase the ptm for the caller to receive drug. The caller was redirected to contact her hcp for further considerations. No further complications were reported.